Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty closing the hemostasis valve. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. The hemostasis valve could not be tightened completely after the dilator was inserted. The procedure was completed with another device. No patient complications were reported and the patient status is stable.